Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is experiencing pain at her scs ipg site due to the ipg shifting in the pocket additionally causing difficulty charging. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's physician electively replaced the ipg and moved the ipg pocket to a different location. The patient's issue reportedly resolved postoperative.